Event description:
Baxter (B)(4) received a report of a basal/bolus 2ml/hr infusor that overinfused during patient therapy. The concomitant medical products are currently unknown. The actual flow rate of the device was 8ml/hr. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received containing no fluid in the reservoir. A 2ml pcm was also received connected to the infusor. Upon receipt, visual inspection of the infusor and the pcm showed no signs of physical abnormality that could have caused the reported issue. A functional flow test was subsequently performed on the infusor and the pcm. At the end of the flow test, the infusor produced the following flow rate (ml/hr): calculated flow rate for basal = 1.90, bolus = 1.86, normalized flow rate for basal = 1.95, bolus = 1.90. The infusor produced functional result within the specification range (1.75 - 2.25 ml/hr for basal and bolus). The pcm produced an average dispensed volume of 1.91 ml, which is within the specification range of the product (1.80 - 2.20 ml). During the functional test of the pcm, water did not come out at the distal luer until the button was pushed. Based on the evaluation finding, the reported issue was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This product is not distributed in the us and does not have a 510(k) number.